Event description:
Dr stated that this patient had developed an infection, which he believed was secondary to the incision re-opening as a result of the patient's persistent eye rubbing. The patient presented to dr in december 2004, complaining of discomfort in their left eye. Dr noted that the intacs inserts had moved beneath the incision area and that the incision had re-opened. He advised the pt to have incision sutured, however the patient refused to have this done. This patient had the intacs inserts implanted in both eyes on 2004. Dr. Stated that the patient's initial incisions had not been sutured at the time of surgery, as specified in the physician booklet (IFU) provided with the product and the intacs surgeon training manual. The patient continued to experience discomfort in their left eye and was seen in about 7 months later, by another physician, as dr was out of town. The attending physician determined that the patient had developed an infection and immediately removed the intacs inserts on same day. Dr stated that a culture had been taken, but that no bacterial growth had been recovered. He stated that the infection had the typical appearance of a staphylococcus organism. The patient was last seen by dr in february 2005. Dr stated that the patient was stable and that their cornea was continuing to recover from the infection.